Event description:
It was reported that the ilet user experienced hypoglycemia after treating a prior low with approximately 4 oz of juice, confirmed by a blood glucose meter at a nadir of 53 mg/dl with a subsequent peak around 190 mg/dl, after which an automated correction bolus was delivered and glucose trended down again. The event was attributed to user treatment behavior consistent with overtreating hypoglycemia on the ilet, and no specific device component was implicated. Symptoms included hypoglycemia, hyperglycemia, feeling hot, and diaphoresis. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure, with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that caused or contributed to the event.